Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an intramedullary nailing procedure of the femur on (B)(6) 2017. The surgeon had inserted the 9 mm lateral entry recon nail and was inserting the 6.5 mm recon screws into the femoral head, but the wires keep going posterior in the femoral head. The surgeon repositioned the aiming arm; however the wire continued to go posterior. The surgeon was able to place the wire in the center of the femoral head and the surgery was successfully completed with a ten (10) minute surgical delay due to the repositioning of the wire. There was no harm reported to the patient as a result of the delay and the patient outcome was reported as stable. Concomitant devices reported: 9 mm lateral entry recon nail (part# unknown, lot number unknown, quantity 1), 6.5 mm recon screws (part # unknown, lot # unknown, quantity unknown), protection sleeve (part# 03.010.075, lot# 32739, quantity, 2), wire guide (part# 03.010.076, lot# 32740, quantity, 2), radiolucent insertion handle (part# 03.010.486, lot# 9200411, quantity 1), radiolucent recon aiming arm (part# 03.010.482, lot# t988396, quantity 1). This is report 1 of 1 for com-(B)(4).